Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found no issues with finding or charging ins. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) had  not been able to charge their implant (ins) for the last 2-3 days. Pt initially thought they needed a replacement battery pack. Pt said they have been resetting the controller and leaving the battery pack out for a minute, but that has not resolved the issue. Pt said that the controller shows their controller battery is fully charged and ins is empty. Pt said that when they received a replacement rtm 2-3 weeks ago it seemed to be working okay, and then they started having this issue 2-3 days ago. Pt reinserted the battery pack to the controller and connected the rtm. Pt said they saw looking for device and checking recharger screens. Pt then said that they saw excellent recharge quality and no charge to their ins. A new controller and recharger was requested. No symptoms were reported. Pt called back to report that they have not been able to charge their implant since friday evening. Pt said they are not seeing any messages on the controller and the controller will charge from the power supply. Pt said that the cord of the rtm does not get hot, but the paddle does after they have been trying to charge for so long. Pt said that the controller does show that the rtm is connected and reported seeing excellent recharge quality. Pt said they have tried resetting the controller and leave the rtm over the implant to charge for hours. On the call, pt connected rtm and reported seeing excellent recharge quality. Pt said that the pins in the controller port all look even and normal. Pt said that this process was getting tiresome and they didn't realize it would be so tedious. Pss recommended that pt follow-up with their hcp because of recent equipment replacements; pt became upset and said they would be in pain for weeks until they could get a doctors appointment because they couldn't charge the implant. Pss offered to send replacement rtm, but said the next step should be to see hcp with mdt rep present if replacement equipment does not resolve the issue. Pss sent email to repair for replacement rtm.